Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple messages stating that the customer had "used the cartridge too many times before" with multiple cartridges during the load process. Subsequently, a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, alternate therapy would be obtained from the healthcare provider.